Event description:
The patient¿s parent reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose (bg) levels displayed as ¿high,¿ indicating levels above 400 mg/dl. No specific bg levels were provided. The patient was diagnosed with diabetic ketoacidosis at the hospital. Reported symptoms included dehydration and vomiting. The parent explained that a pod was not being worn at the time of the medical events because the omnipod controller was not functioning. The parent had contacted product support on january 15 to report that after inserting new batteries, the controller repeatedly powered on and off without displaying an error code or alarm and could not be reset. Due to the nonfunctional controller, the patient was unable to continue omnipod therapy and was reportedly afraid to take manual insulin injections. The patient was treated with intravenous infusions and anti-nausea medication during hospitalization and was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported controller failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.